Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained:per study physician, the (B)(6) 2015 chest pain, and treatment of, was unrelated to the implanted stents and unrelated to the stent procedure.

Manufacturer narrative:
(B)(4). Lab data: (B)(6). Concomitant products: dilatation catheter: chocolate 2.5x15, nc emerge 3.25x8. Aspirin, clopidogrel. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 3.0x12mm xience alpine stent was successfully implanted in the 2nd obtuse marginal coronary artery (om2), lesion. Following a dissection was noted. Two other xience alpine stents were implanted as treatment. Post procedure, elevated troponin less than 1 time the normal upper limit was noted. There was no reported treatment and no diagnosed myocardial infarction (mi). The patient was discharged home the same day as reported elevated troponin. On (B)(6) 2015, the patient was hospitalized for chest pain. Diagnostics were performed without reported positive results. There was no device or procedure relationship provided. The chest pain resolved without sequela and on (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.